Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins was replaced on (B)(6) 2017 because it did not work and the battery died. The patient stated the battery died because ¿the cord was broken¿. It was unclear which cord the patient was referring to as they described it going around the ins. The patient stated they are scheduled for surgery to have the leads replaced on monday (B)(6) 2017 because they had migrated after the patient fell down the stairs. No further complications were reported/expected.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reported that the patient fell down the stairs last year and their leads migrated. An ap x ray was performed. It was noted that no intervention had occurred at this time but a lead revision would be scheduled. No further patient complications have been reported as a result of this event.